Event description:
A hospital nurse reported to fresenius customer service that an unknown fluid leak was discovered leaking from an unknown place inside of the cycler. Upon follow up, the rn confirmed that a night shift nurse reported that a fluid leak was experienced from inside of the cycler during an unknown phase of pd treatment on (B)(6) 2022. It was unknown if the patient completed treatment on the day of the reported event. The rn confirmed that the hospital has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The rn stated there were no leaks or issues regarding the solution bags used during the event. The rn stated the leak came from somewhere inside the cycler. The specific location of the leak was unknown. The rn confirmed that the cycler set used during the reported event was discarded and not available to be returned to the manufacturer for physical evaluation. The lot number of the cycler set was unknown. The rn could not confirm the patient¿s name, gender, date of birth or dry weight involved with the leak event, however, stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hospital nurse reported to fresenius customer service that an unknown fluid leak was discovered leaking from an unknown place inside of the cycler. Upon follow up, the rn confirmed that a night shift nurse reported that a fluid leak was experienced from inside of the cycler during an unknown phase of pd treatment on (B)(6) 2022. It was unknown if the patient completed treatment on the day of the reported event. The rn confirmed that the hospital has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The rn stated there were no leaks or issues regarding the solution bags used during the event. The rn stated the leak came from somewhere inside the cycler. The specific location of the leak was unknown. The rn confirmed that the cycler set used during the reported event was discarded and not available to be returned to the manufacturer for physical evaluation. The lot number of the cycler set was unknown. The rn could not confirm the patient¿s name, gender, date of birth or dry weight involved with the leak event, however, stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.